Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an insulin flow blocked event on (B)(6) 2026. Blood glucose level at the time of event was high and patient was treated with correction injection via multiple daily injections (mdi). No further information available.